Event description:
The customer reported an issue about incorrect pump time settings, which resulted in a discrepancy greater than five minutes between the displayed and actual times. There was no adverse impact on the customer's blood glucose level, with readings remaining within normal range. Technical support assisted the customer in updating the pump time and advised them to monitor the situation, suggesting further follow-up if the time discrepancy persisted. The customer understood and acknowledged this guidance.